Manufacturer narrative:
The revision reported may have been the result of polyethylene wear, osteolysis, femoral loosening/debonding, and instability as stated in the operative notes. The femoral loosening was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and images of the explanted devices and pre-revision radiographs were not provided.

Event description:
It was reported via legal documentation that a patient had a left knee total arthroplasty on (B)(6) 2016 and the approximately 7 years, 6 months, later was surgically revised on (B)(6) 2023. Revision operative report of (B)(6) 2023 preoperative diagnosis: 1. Loosening of prosthesis of left total knee replacement, initial encounter. 2. Polyethylene wear of left total knee arthroplasty. 3. Osteolysis of left total knee arthroplasty. 4. Instability left total knee arthroplasty. Operations performed: revision left total knee arthroplasty of all components- revised to competitor devices. The patient was awoken without incident and transferred to the postoperative care unit in excellent condition. There is no other information available.

Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.